Event description:
The patient came in experiencing mid flexion instability and it was determined that the patient compromised the pcl. The patient had cr knee in there already and to correct the problem we put in a dished cr insert

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of complaint history revealed no prior complaints for the listed lot. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.